Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4965 implantable pacing lead - (B)(6) 1998. (B)(4).

Event description:
It was reported that during a cardiac surgery procedure, the physician accidentally damaged both the atrial and ventricular leads. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.